Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was noted in the event logs. According to the pump logs, there were various motor stalls and recoveries over a period of a few months. The pt did not experience any withdrawal side effects. The pt's mother heard the pump alarm and brought the pt in for eval. All environmental emi sources were eliminated as a possible cause for the stall. The pt was prescribed oral baclofen. A f/u appointment was scheduled. The pt status was "fine". The pump was used to deliver compounded baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.